Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred while attempting to use ivus for final confirmation by placing a post-balloon on the stent. The transducer was rotated outside the patient, causing it to suddenly twist up to the shaft. This issue occurred during the second or third use outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the imaging window had a ripple.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred while attempting to use ivus for final confirmation by placing a post-balloon on the stent. The transducer was rotated outside the patient, causing it to suddenly twist up to the shaft. This issue occurred during the second or third use outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.